Event description:
Information received from the field notes that the patient was seen in the office for non-specific complaints. The device was interrogated and dashes (---) were noted for parameters. Attempts to reprogram the sensor were unsuc- cessful and a return to standard was not done. The patient has not yet been seen for a software download.